Event description:
Health professional reported a lap-band port explant and replacement due to a "possible leak" and pain. The event was first noted when pt noted "less restriction" and pain at the port site. After a fill adjustment, the physician noticed that "less fluid was removed then there should have been." Health professional reported "no diagnostic testing was performed" as "the doctor believes there is a leak and started with a port replacement to detect it."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan received the device; however, the analysis has not begun at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due ot leakage from the band, port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events that were considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."